Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have high blood glucose of over 500 mg/dl, which was treated with manual injection. Customer was very frustrated due to sensor not being delivered and due to being a brittle diabetic, customer relayed on sensor. Customer was waiting delivery of sensor and transmitter. No further information provided.